Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
It was reported to philips that the device is failing operational checks. There was no reported patient involvement/adverse patient impact.

Manufacturer narrative:
The customer was given part number and pricing for a replacement processor pca and was informed that there is a global ship hold. The device remains at the customer site. If new information arises, this file will be re-opened and updated with all relevant changes.